Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 09/28/2020; belt 04/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 08:17:05 on (B)(6) 2021 while the patient was in sinus tachycardia at 110 bpm. At 09:12:59 on (B)(6) 2021, the patient's rhythm transitioned to an idioventricular rhythm at 70 bpm. At 10:25:39 the patient's rhythm transitioned to sinus bradycardia at 30 bpm with pvc's. CPR/motion artifact began at 10:33:09. The patient's rhythm transitioned to vt at 100 bpm at 10:35:47, before degrading to vf at 10:47:03. The lifevest properly detected the vf arrhythmia, but the CPR/motion artifact prevented a treatment being delivered. The patient received a non-lifevest defibrillation at 10:49:46 while in vf. The non-lifevest defibrillation converted the patient's arrhythmia to an idioventricular rhythm. The patient's rhythm then degraded to vf at 10:50:17 before the electrode belt was disconnected at 10:50:29. It was not reported who disconnected the electrode belt. Reporting event because the patient was in a treatable rhythm at the time of the electrode belt disconnection.